Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A complaints database review revealed no previous device contamination complaint submitted by this hospital. Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. In addition, it was learned that the hydrogen peroxide level (h2o2) is not checked every day since it is not performed during week ends and this is not in accordance with device instruction for use which prescribes to drain water tanks in case the h2o2 check is not performed daily. It is likely that the deviation from the instruction for use regarding h2o2 daily monitoring may have contributed to the reported contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that, the laboratory results show contamination with mbc chimaera. The customer has requested to submit the device for deep disinfection. There was no patient involvement.